Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm, route and frequency were not reported) and amikacin injection (125mg each bag, intraperitoneal, frequency was not reported) for peritonitis. The patient was discharged on an unknown date and was reported to be recovering at home. It was reported that while recovering from the peritonitis event, the patient passed away. The cause of death was unknown. Pd therapy was reported to be on hold at the time of death. It was not reported if an autopsy was performed. No additional information is available.